Event description:
It was reported that during an anterior cruciate ligament reconstruction technique, the biorci screw (7 mm x 25 mm) broke when it was being inserted into the hole. All pieces were removed using forceps. The procedure was completed without significant delay using a back-up device in the same bone hole. No patient injury or other complications were reported.

Event description:
It was reported that during an anterior cruciate ligament reconstruction technique, the biorci screw (7 mm x 25 mm) broke when it was being inserted into the hole. All pieces were removed using forceps. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the customer-supplied photograph was performed and observed the device was in two pieces. The complaint was confirmed and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found the starter must be utilized with the biorci screws to minimize screw breakage during insertion. A review of risk management files found that the reported failure was documented appropriately. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.